Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin infection at the needle puncture site. On (B)(6) 2025, they consulted the patient's pediatrician who prescribed an oral suspension antibiotic medication (bactrim, unspecified dosage). At the time of report the infection was in the stages of healing. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).